Manufacturer narrative:
No motor error alarm, low battery or rewind anomaly noted during testing. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the battery life was depleted changing every week or less near battery cap there is a crack on thread pattern.the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.